Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D6a. If implanted. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. A portion of the unknown zimmer screw was returned inside the implant. Visual evaluation of the as returned product identified signs of use. Fractured implant identified at the collar. Also fracture screw identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implant was located on tooth # 36 (fdi) and was used for approximately 6 years. The length of the screw usage is unknown. DHR review was completed for the subject lot number (63341046). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63341046) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant & fracture screw. Based on the available information, device malfunction did occur and the reported events were confirmed following visual evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture. Patient came to medical center several times referring that crown was loose. On one of these occasions doctor noticed that the problem was the fracture implant's threads. Dental site 36.